Event description:
It has been reported the pt observed a low battery notification on her ipg and turned off the stimulation. Surgical intervention is pending to explant and replace the system ipg.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.